Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation (uterus)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'). In a 47-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: body mass index normal. Current weight: 180 lbs. Concomitant products included: ethinylestradiol; norgestimate (ortho tri-cyclen lo) in 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and abdominal pain lower ("lower left abdomen pain"). And was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced tendonitis ("tendonitis"), headache ("headache") and amnesia ("memory loss"). The patient was treated with surgery (robotic assisted hysterectomy, lysis of adhesions b/l salpingo-oophorectomy ablation of endometriosis). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the uterine perforation, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, fatigue, weight increased, abdominal pain lower, tendonitis, headache and amnesia outcome was unknown. The reporter considered abdominal pain lower, amnesia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, tendonitis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: as per follow up, discrepancy note, date of insertion: (B)(6) 2004, (B)(6) 2005. Has had 13 tendon related injuries. Which all started (B)(6) years, after getting essure in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 23.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2005, result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: amnesia, headache. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-jun-2021, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight: 180 lbs. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) in 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and abdominal pain lower ("lower left abdomen pain") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced tendonitis ("tendonitis"), headache ("headache") and amnesia ("memory loss"). The patient was treated with surgery (robotic assisted hysterectomy lysis of adhesions b/l salpingo-oophorectomy ablation of endometriosis). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the uterine perforation, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, fatigue, weight increased, abdominal pain lower, tendonitis, headache and amnesia outcome was unknown. The reporter considered abdominal pain lower, amnesia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, tendonitis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2004, (B)(6) 2005. Has had 13 tendon related injuries which all started two years after getting essure in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media ¿ amnesia, headache. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: medical record received. Essure removal details and plaintiff¿s middle name was added. Previously reported event updated to serious due to ablation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight: 180 lbs. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) in 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and abdominal pain lower ("lower left abdomen pain") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced tendonitis ("tendonitis"), headache ("headache") and amnesia ("memory loss"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, weight increased, abdominal pain lower, tendonitis, headache and amnesia outcome was unknown. The reporter considered abdominal pain lower, amnesia, fatigue, genital haemorrhage, headache, menorrhagia, tendonitis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2004, (B)(6) 2005. Has had 13 tendon related injuries which all started two years after getting essure in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media ¿ amnesia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media comment received. New event "tendonitis" and new reporter added. On 23-mar-2020: social media received: new event memory loss , headache were added. New reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight: (B)(6). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and abdominal pain lower ("lower left abdomen pain") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2004, (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram on (B)(6) 2005: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received. Previously added injury nos was replaced with abnormal bleeding (general) and new events abnormal bleeding (vaginal, menorrhagia), fatigue, perforation (uterus), weight gain, lower left abdomen pain were added. New reporters were added. Patient demographic was added. Event onset dates were added. Lab data was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.